Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt, serial: (B)(6), product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. It was reported that the battery in the controller was dead. Caller said they saw the replace controller batteries screen yesterday while trying to charge the controller from the wall and now the controller won't turn on. Caller plugged controller in to ac power supply without li battery and reported the screen did not turn on. Green light was on ac power cord. Caller put aa batteries in controller and reported controller still did not power on. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.  The patient's representative (pt rep) then  called back in after receiving the replacement controller. Caller inquired about the set up process. Agent reviewed information. The patient (pt) was successfully able to pair the implanted device to the controller. Pt then plugged the controller into the a/c cord and confirmed the controller was recharging

Manufacturer narrative:
H3 device evaluation: analysis found that the device had a non-reliability non-conformance beyond normal use due to corrosion/liquid damage causing charging /power/connection issues, corrosion damage to pcbs in unit, and corrosion on the case as well as a scratched accent band. D9 and h3 refer to the patient programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.